Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers gd882647 and gd882621 with no defects noted. The cause of the peritonitis is the patient's medical condition, diverticulitis. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis with culture positive for enterococcus in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag (doses, frequency and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the nurse and the patient reported that on (B)(6) 2011, the patient experienced peritonitis that resulted in hospitalization on the same day. The cause of the peritonitis was unknown and the patient stated that she had diverticulitis which may have caused the peritonitis. On (B)(6) 2011, the patient was discharged from the hospital. Treatment provided for the event was not reported. On an unreported date, the patient recovered from the event of bacterial peritonitis. Dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies were ongoing. Concomitant medications were not reported. The nurse stated that the peritonitis was unrelated to dianeal therapy.